Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Analysis was unable to verify backlight anomaly due to motor error alarm. All buttons functioned properly. No damage in the keypad assembly noted during testing. No unexpected question mark on the display during testing. The insulin pump was received with moisture damage on the electronic assembly noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a backlight anomaly. The customer also reported that the buttons were unresponsive. The customer reported that there was question mark in the display. The customer's blood glucose was 115 mg/dl at the time of incident. The insulin pump will be returned for analysis.